Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient possibly had a type 1 bicuspid of the right coronary cusp (rcc)/non-coronary cusp (ncc) and aortopathy. A pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. Upon first deployment, the valve was noted to be too deep and a recapture was attempted. During the recapture of the valve, the valve dislodged aortic. It was reported that this may have caused a dissection however the patient¿s pressure were stable. The valve was successfully deployed after the recapture. Effusion was noted and the patient's pressures dropped. Pericardiocentesis was performed and cardiopulmonary resuscitation was performed for 30 minutes. Extracorporeal membrane oxygenation (ECMO) was performed. Subsequently, it was determined that nothing more could be done to revive the patient and the patient died.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(4), ubd: 12-mar-2025, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed related to the tissue valve serial number (B)(6) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. DHR review is not required for the delivery catheter system (dcs) lot number 0011681606 as the product event does not indicate a potential manufacturing issue. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was noted the patient¿s anatomy was not a contributing factor to the dislodgment. Three static images and a mobile product experience report (mpxr) questionnaire were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. However, images of the patient¿s aorta were provided. Of note, patient¿s ascending aorta appeared to be dilated with some calcification distal to the great vessels. Additionally, there was some tortuosity noted in the abdominal aorta. The event description reports the valve dislodged aortic during the deployment attempt, in which it was recaptured and successfully deployed. A medical safety team assessed the event. Based on the available information, the cause of the valve dislodgement was unknown. Patient anatomy may have contributed to the dislodgement. The aortic dissection may have been caused by the valve dislodgement. The aortic dissection led to pericardial effusion, hypotension and subsequent death. The images provided were unable to conclusively determine the cause of death. The valve and dcs cannot be excluded as the cause of death. All reported adverse events and severities are documented within the risk files and instructions for use. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, no definitive root cause can be determined. Vascular complications, such as dissection, are a known potential adverse effect per device IFU and can occur during the implant pro cedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. Effusion is a known effect that can occur after cardiac procedures, but in this case the root cause unable to be determined. The cause of death was dissection of the aorta. The patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the deployment starting point was the bottom of the pigtail catheter. It was noted the patient¿s anatomy was not a contributing factor to the dislodgment. A non-medtronic guidewire was used during the procedure. The cause of death was dissection of the aorta. Per the physician, the valve cannot be excluded as a contributing cause to the patient¿s death. In addition, the patient¿s aortopathy was potentially a cause or contributing factor to the patient¿s death. No adverse patient effects were reported.